Event description:
The customer reported intermittent uninitiated sys shutdowns. No pt or user injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The 5 vdc power supply was evaluated and adjusted. The sys was tested and found to be working as intended and returned to svc.